Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's fluoro functions board (ffb) and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of it doesn't start up, both screens are black. The fse initially indicated that the root cause was the ffb(fluoro functions board) and interconnect cable. Subsequent updates indicate that only the ffb was replaced. This appears to have solved the issue. The fluoro functions board (ffb) resides in the c-arm and is plugged into a passive backplane, inside a metal enclosure. The primary purpose of the ffb is to provide servo control of camera and collimator motor axes. Circuitry on the ffb includes motor drivers for the camera iris; shutter width; shutter rotation; and collimator iris. The ffb provides the controls for image field size selection, commonly referred to as camera mag modes, and controls the ccd camera cooling. As part of boot cycle some of these functions are verified, and a failure will inhibit boot. Based on the age of the system (date of manufacture, (B)(6) 2000) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.